Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the balloon could not be inflated to 20mm due to a hole in the balloon. The procedure was completed with another of the same balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.